Event description:
The customer reports that they have monitored patients with episodes of ventricular tachycardia and ventricular fibrillation that the ds-5800 telemetry system did not recognize and did not alarm on. On the evening of april 13, 2000 fukuda denshi received a 10 page fax with examples of events that were recognized and events that were not recognized.